Manufacturer narrative:
Other, other text: additional information: h6, h10: information was received on 21-jan-2022 indicating that there was no patient consequence in this event. Device evaluation: one smiths medical cadd legacy pump plus was returned for analysis with a damaged housing. During analysis, the customer's problem was able to be duplicated. It was noted that the clock battery was cause of the reported issue. Service will replace the clock battery to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received regarding cadd legacy plus pump. It was reported that there was error 48 and needed cover door. It is unknown if there was no patient, or clinician injury associated with this event.